Event description:
The customer reported that the system was intermittently cutting off. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.